Manufacturer narrative:
This is two events (cardiovascular and cerebrovascular) for the same pt involving two separate products; associated MDR # 1225714-2014-02838 and 1225714-2014-02839.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular and intracranial hemorrhage on or about (B)(6) 2012, after the use of the product.